Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump stopped working overnight during use. The reporter allegedly changed the cartridge and battery of the pump and confirmed the time and date settings; however, the display screen immediately went blank. The pump emitted audible tones and the battery was changed again, but the display screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.